Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2011 due to it had insulation breach. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).